Event description:
A malfunction alarm, specifically code malf 16, was reported, and it did not cause an adverse impact on the customer's blood glucose level. Since there was no backup therapy available to ensure insulin delivery, the customer planned to reach out to a healthcare professional for guidance. Technical support decided to replace the pump and confirmed that it was still under warranty. Instructions were provided to the customer on how to put the pump into storage mode, and the customer acknowledged and understood the need to return the problematic pump using a pre-paid label within 10 days.